Manufacturer narrative:
A non-mdt balloon expandable stent was used to complete the procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a visi pro balloon expandable stent to treat a lesion in the subclavian artery. The device was prepped as per the IFU with no issues identified. The lesion was not pre-dilated and no embolic protection was used. There was no resistance encountered advancing the device and it did not pass through a previously deployed stent. The balloon expandable stent dislodged upon attempts to deploy it in the subclavian. It was retrieved but was not able to be withdrawn through the sheath so they deployed the stent in the common iliac. Another stent was used to treat the subclavian.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.